Event description:
Ibc from patient's mother calling to report that pt's cadd legacy sn (B)(4) is alarming. Mom is requesting a new pump, pt is currently using her back up. No other information available. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.